Event description:
Ous MDR - after an implantation period of about 2 months, shock impedance values out of range were reported. Lead and ICD were explanted, but not yet returned to biotronik.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos, one charging cycle was recorded to the device memory. The memory content of the ICD was inspected. The inspection revealed a fluctuating shock impedance since (B)(6) 2015 with intermittent values of >150 ohm. Therefore, the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be normal. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified,documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the shock impedance was as expected. In conclusion, the device was fully functional. There was no indication of device malfunction.